Event description:
In 2004 - s/p total left knee, with uncemented zimmer nexgen legacy trabecular metal knee prothesis. 2007 - began having pain in the left knee that became severe with weightbearing. Xray of left patellar revealed a fracture. In 2007 - pt underwent revision/replacement of patellar component and total left knee arthroplasty.